Event description:
While undergoing laparoscopic oophorectomy an area of the bowel came in contact with the monopolar laparoscopic scissors with small burn to bowel-m.d. Could not tell whether m.d. Had been using the bovie or if foot inadvertantly touched the pedal.